Event description:
A positive advia centaur troponin ultra patient result was reported to the physician. The physician was contacted later when the ckmb results on the same patient were normal. The patient sample was retested for troponin ultra and the retest results were negative. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Analysis of the instrument data indicate that the cause for the discordant troponin ultra result is unknown. No further evaluation of the device is required.